Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient¿s implantable cardioverter defibrillator exhibited myopotential over-sensing. The patient was brought into clinic on (B)(6) 2019 and the noise could be reproduced with coughing and deep breaths. Programming changes were made, and the myopotentials could no longer be reproduced. The patient was stable.